Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they device was not really helping them and they had increased the stimulation but could not go any higher. They changed to program 1 and increased the stimulation from there. Additional information received from the patient on aug. 27, 2019 reported that, using the programmer, they were on program 1 at 0.1 volts. The patient started to increase the stimulation and then got a screen that told them to turn the stimulation on. They turned the stimulation on and increased to 3.9 volts where they confirmed it was comfortable for them. The patient was going to monitor their symptoms with the change that was made and was to follow up with their healthcare professional (hcp) if the issue did not resolve. Follow up information received from the patient on sept. 26, 2019 reported that the circumstances/cause that may have led to the issue was that they had knee surgery. As a further step taken to resolve the issue, they ¿messed¿ with the remote. The issue was not resolved as they still had bladder problems (I¿m sick of them¿). There were no further complications reported or anticipated.